Event description:
The lay user/pt contacted lifescan (lfs) affiliate on december 11, 2006 and alleged that his fasttake meter was not powering on. Lfs affiliate provided new info on december 27, 2006 and therefore, this complaint is now reportable based on that info. The pt reported that on december 5, 2006, he changed the batteries in the subject meter because the meter displayed the battery symbol. However, he reportedly replaced them with wrong batteries and the meter "did not work." The next morning (dec.6, 2006), at 8:00 am, he attempted to test on the meter, but it did not power on. He was not experiencing any symptoms of high or low blood glucose at that time. There are also no blood glucose results provided prior to dec.6, 2006. The pt took his morning set amount of oral medications (1 pill of amaryl, and 1 pill of glucophage). On dec. 7, 2006, the pt attempted to test, but was not able to obtain a result because the meter did not turn on. He was not experiencing any symptoms at this time either. He took his morning oral medications (amaryl and glucophage) and he was at the public hot springs from 9:30 am - 11:00 am. He ate what he usually eats (two slices of bread for breakfast, one with sausage and one with marmalade) prior to leaving at 9:30 am. At 11:00 am, when he left the hot springs, he felt dizzy and became unconscious. After a few minutes, he regained consciousness and a nurse checked his blood glucose on her meter with a result of 65 mg/dl. He then ate some carbohydrates (grape sugar) and felt better immediately. The pt only tests his blood glucose once a day. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The pt was using the correct test strips, but when asked to insert a test strip all the way into the test strip port, the meter did not turn on. The batteries were checked and they were correctly installed, however, they were not the correct batteries (use error). The pt did not have correct batteries. A replacement meter was sent to him immediately and has already received the product. This complaint is being reported because the meter displayed the battery symbol, but the pt replaced the wrong battery (use error). Although the pt tests his blood glucose once a day, on the day of the event, he attempted unsuccessfully to test on the reported meter, took his set amount of oral medications, ate his breakfast prior to going to the public hot springs, and about 2 1/2 hrs later, he developed dizziness and fell unconscious.